Event description:
It was reported by dealer that fitting that comes out of the compressor and attaches to the heat exchanger is not working properly causing a leak. Additional reportable malfunction: (B)(4) not alarming but low o2 with yellow amber light under 70 percent. Dealer advised when changed heat exchanger still low o2 at 80 percent.